Event description:
A customer observed a "analyzer range" result for chol on a patient sample, and chol and nbil results for quality control fluids. This event is consistent with a malfunction that could have caused a falsely elevated glucose or falsely low nbil patient result to be reported. There was no report of patient harm as a result of this event.